Event description:
During open heart procedure, patient was receiving medications via pump. Alaris pump brain plugged in while in or during case, but battery not charging. No patient harm, but equipment failed.